Event description:
It was reported that the pulse generator exhibited software anomaly during the implant procedure. The patient was stable throughout the whole procedure. No intervention was performed and patient will be monitored continuously.